Event description:
The rui/joystick (remote user interface) was not working. When the motorized movements are completely down, the cranial and caudal movements are not available, which would render the system unusable for its specific purpose. There is no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The rui (joystick) and mcu board were replaced. The sys was then found to be operating as intended.